Event description:
It was reported that though the impedances were ¿ok¿ prior to replacement of the patient¿s implantable neurostimulator (ins), that following the replacement of the ins, impedance testing found ¿high impedances¿ of ¿>10000 ohms.¿ the patient¿s extension was replaced and ¿the electrode was tested¿ and found to have ¿good¿ impedances, though it was noted the patient¿s system still had high impedances of ¿>10000 ohms.¿ the patient¿s ins was replaced as a result and the issue was resolved. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. It was noted that ¿all was good for the patient¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).